Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Concomitant product: serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).

Event description:
It was reported that a physician completed a novasure endometrial ablation on (B)(6) 2014. The physician then performed a hysteroscopy and "identified bowel along with rapid fluid deficit consistent with a uterine perforation". A laparoscopy was then performed and "a uterine perforation was identified on the anterior fundus measuring less than 0.5cms in diameter". There was no thermal or bowel injury; it is unknown if intervention was required. The patient is currently doing well.